Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use multiple bd plastipak¿ syringe's were found leaking. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: no samples neither pictures have been received for investigation. DHR of lot 1709238 has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station tightness test is done to every syringe. In case any fails, it is rejected automatically to scrap. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Leak test is performed with the 10 retained samples according to procedure and iso 7886-1 annex d and no leakage happens in any of them. The syringes are disassembled not observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. This issue is not related to a manufacturing defect. Defect: leakage past the stopper. No samples neither pictures have been received for investigation. DHR of lot 1709238 has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station tightness test is done to every syringe. In case any fails, it is rejected automatically to scrap. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Sub-process: visual inspection functional inspection molding 2 injections per shift. N/a. Printing 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Secondary packaging: 1 shelf-package per pallet n/a. Leak test is performed with the 10 retained samples according to procedure pc-039 and iso 7886-1 annex d and no leakage happens in any of them. The syringes are disassembled not observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. (See attached pictures). This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and retained samples meet iso7886 annex d, a definitive root cause cannot be determined. Investigation conclusion: leak test is performed with the 10 retained samples according to procedure pc-039 and iso 7886-1 annex d and no leakage happens in any of them. The syringes are disassembled not observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. This issue is not related to a manufacturing defect.